Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self-test, off no power, and unexpected restart error test. Unable to prime during prime/compromised force sensor system test and motor error alarm during basic occlusion test due to faulty force sensor system. Motor passed motor test. Unit was received with minor scratched display window, cracked case at display window corner, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced a hypoglycemic event. Customer's blood glucose level was 2.4 mmol/l. The customer is pregnant. The insulin pump alarmed motor error twice. The customer was able to rewind the insulin pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.